Event description:
Had essure coils placed (B)(6) 2010 and had caused constant severe pelvic pain, cysts on ovary severe bloating and migraines. Required total hysterectomy in (B)(6) 2010.

Event description:
Additional info received from reporter (B)(6) 2015: essure caused severe pelvic pain; extremely painful heavy menstrual cycles, bloating, migraines, weight (B)(6).